Manufacturer narrative:
(B)(4). Correction: device status changed from returning to not returned. The device was not returned for analysis. The investigation was unable to determine a conclusive cause for the reported difficulty to position the knot; however, the treatment appears to be related to circumstances of the procedure. A review of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
(B)(4). Exact date of occurrence was not reported at the time of this event. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that prior to an unspecified procedure, suture placement was attempted in an unspecified vessel with a proglide device using the preclose technique. Reportedly, the knot got stuck and could not be advanced any further. The method used to achieve hemostasis was not specified. There were no reported adverse patient sequelae. Although the name of the physician was provided, it is not known if the physician is trained in the use of the proglide device or established in the pre-close technique. No additional information was provided.